Manufacturer narrative:
The customer returned their glidescope titanium video cable to verathon for evaluation. A verathon technical service representative evaluated the returned video cable and was unable to duplicate the reported image issue. The device was tested by connecting a verathon test monitor/blade and running the unit for thirty (30) minutes. The image produced was stable and clear with good color rendition. During a visual inspection, it was found that there was a kink, as well as worn connectors on both ends of the cable. The worn connectors and kinked cable did not affect the image. Device history record (DHR) review was unable to be performed as the lot / serial number of the device involved in the event is unknown. Due to the found damage, the customer was provided with a replacement video cable and the returned cable was scrapped. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The distributor reported that during a patient procedure, using a glidescope gvm video monitor and titanium video cable, the image would disappear. No delay in the procedure, harm to the patient or harm to the user was reported.